Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that this pacemaker system declared a lead safety switch (lss) for a high out of range right atrial (ra) pacing impedance of greater than 2000 ohms. The out of range measurement was not displayed in the daily measurements. The daily ra impedance measurements were in the 600 ohms range with one spike in the 900 ohms range a few months ago. Technical services discussed there were a few atrial tachy response (atr) episodes with noise since the lss occurred. It was noted the patient is not paced in the ra and is only 26 percent paced in the right ventricle. Technical services discussed troubleshooting steps and provided programming options. At this time, this pacemaker remains in service and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient has chronic atrial fibrillation (af). There were some af with rapid ventricular response episodes observed. The root cause for the high right atrial (ra) pacing impedances was not determined. It was discussed the device might not have been able to get an accurate impedance reading because of the patient's high atrial rate. However, the physician did not investigate any further. The representative noted the ra impedance was not high when it was checked in the clinic and was stable. It was noted the ra lead was tested in both unipolar and bipolar configurations. The decision was made to program the ra lead off along with ra lead trending. The device was then programmed to provide pacing/sensing only in the ventricle, and the patient's af will continue to be monitored. No adverse patient effects were reported. This pacemaker remains in service.